Event description:
Event description cpi received information stating this patient's lead, a bipolar steroid eluting lead (4285) was removed from service because the patient had atrial arrhythmias and intermittently increased pulmonary pressures, they thought the 4285 lead could have dislodged, so they elected to remove the (4285) and implant a positive fixation lead (4269).